Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation

Event description:
It was reported that air bubbles occurred. During a pulse field ablation procedure, the farawave catheter was advanced to the left pulmonary veins and deployed into basket configuration. Ablation was delivered and an excessive amount of smoke, bubbles, or echocardiography artifacts were observed via intracardiac echocardiography (ice). The farawave catheter was deployed from basket to flower configuraiton and the artifacts were no longer present on ice. The farawave catheter was cannulated to the remaining left pulmonary vein, deployed into basket configuration and the smoke, bubbles, or echo artifacts were again visualized on ice during application of ablation. The procedure proceeded to the right pulmonary veins and no further artifacts were observed. It was observed on ice the farawave catheter had good contact with the tissue for all applications of ablation. The procedure was successfully completed.